Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The explanted lead has been return and is currently undergoing analysis. An implant card and a return product form have been received that indicate the reason for replacement is a "lead discontinuity."

Event description:
It was reported by the physician that the patient's vns was now indicating high impedance. The patient's vns had not been checked in over a year. X-rays were taken and forwarded to the manufacturer for review. Review of the x-rays found that a possible sharp angle exists where a discontinuity in the lead may be present, however no gross lead discontinuities could be visualized. The patient was noted as having been seizure-free for some time. The physician noted that the patient frequently lifts weights, however it is unknown if any trauma or manipulation may have occurred that could have damaged the lead. Surgery to replace the patient's lead has occurred. During surgery, the lead pin was re-inserted in order to rule out improper lead pin insertion, however this did not resolve the high impedance. This indicates that the high impedance is likely due to a lead fracture. Diagnostics following lead replacement were normal. The explanted lead will reportedly be returned, however it has not been received at this time. No adverse events have been reported as a result of the lead issue.

Event description:
Analysis of the explanted lead has been completed. Fractures in both coils of the lead were noted about 10 mm from the electrode bifurcation. Pitting was present at the site of the lead fracture. Dried body fluids were present in the inner and outer tubing however abraded openings were noted only in the outer tubing. Setscrew marks on the lead pin indicate adequate lead pin insertion.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.